Event description:
The customer reported that the insulin pump alarmed no delivery during a bolus. Troubleshooting was performed. The customer stated that the reservoir was not empty at time of the alarm. Ran a fixed prime test and passed. Suggested the customer to change the infusion set, rotate the site, and call back if issues persist. The customer stated that she thinks the insulin pump is not delivering insulin because, her glucose level is going up. The customer's glucose reading at time of call was 386 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.